Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 464 mg/dl due to stomach not feeling well. The customer was treated for the high blood glucose with an insulin pen. The customer stated that they woke up with a low blood glucose of 45 mg/dl due to taking too much insulin to the body. The customer treated their low blood glucose levels with juice. The customer mentioned that they were hospitalized years ago and was told that their insulin pump was not functioning correctly. The customer had their insulin pump replaced since then. The customer did not return the product back for analysis.